Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a patient with pre-existing pure aortic insufficiency (ai), following the third deployment attempt, the valve dislodged from the paddle attachment pocket and was subsequently recaptured. The delivery catheter system (dcs) was retrieved to the abdominal aorta and the valve was fully deployed. Subsequently, a second transcatheter valve was implanted in the aortic position. It was noted that the procedure was delayed approximately 1.5 hours as a result of the dislodge. Per the physician, the patient's pure ai contributed to the dislodge. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. During the first deployment attempt, the position was too shallow and the valve was recaptured. On the second deployment attempt, the valve was positioned too deeply, and was recaptured. During the third deployment attempt, the valve dislodged into the aorta necessitating a third recapture, but it was then noticed that likely one valve paddle was not connected with the attachment pockets anymore, and only a partial recapture was possible.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a patient with pre-existing pure aortic insufficiency (ai), following the third deployment attempt, the valve dislodged from the paddle attachment pocket and was subsequently recaptured. The delivery catheter system (dcs) was retrieved to the abdominal aorta and the valve was fully deployed. Subsequently, a second transcatheter valve was implanted in the aortic position. It was noted that the procedure was delayed approximately 1.5 hours as a result of the dislodge. Per the physician, the patient's pure ai contributed to the dislodge.